Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported suction loss after the laser fired occurred with a patient interface. The surgery was completed successfully by switching to photorefractive keratectomy (prk). No additional information was received.

Manufacturer narrative:
Section a2, a3, a4, a5 patient demographics provided: white, male, date of birth: 5/25/1969, age at time of event. 52, gender. Male, race. Caucasian , ethnicity. Non- (hispanic/latino or non-hispanic/latino) section d9 device available for evaluation "yes" returned on oct 6, 2022 section h2 additional information/device evaluation section h6 testing of actual suspect device: device evaluation: 1 opened pi received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section b - outcomes attributed to adverse event. The checkmark for "required intervention to prevent permanent impairment/damage (devices)" no longer applies. H6 health effect - impact code 4625 no longer applies. Photorefractive keratectomy (prk) code was removed as prk is not considered surgical intervention to treat a complication or is required to preclude permanent damage or injury. Prk is an alternative means of correcting visual acuity. Based on the information above this event is a reportable malfunction and not a serious adverse event and will be submitted under vmsr program.